Event description:
It was reported that there were concerns that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) on the right ventricular (rv) lead channel. Additionally, it was noted that the atrial channel exhibited undersensing. Technical services (ts) reviewed the reports and determined that there was capture on the rv lead channel. Ts confirmed atrial undersensing and noted that the patient was experiencing persistent atrial fibrillation (af). Ts suggested reprogramming options. The device remains in use. No adverse patient effects were reported.